Manufacturer narrative:
The medwatch report states the following; "...some tear of right forehead due to trauma from removing googles. Patient's eye undamaged." According to the report the iguard eye protector provided it's intended use, to shield patient's eyes during medical procedures. The instructions for use for the iguard states to "remove slowly and gently". If the iguard is removed aggressively/rapidly it may cause erythema to the patient's skin. The product was not returned and the lot number was not provided for further investigation. A review of customer complaint history was completed and there is not a trend in iguard complaints where trauma was caused to the patient upon removal of the device. The suspected root cause for this incident is the iguard was removed in a fashion that was not per the IFU (slowly and gently).

Event description:
The customer allege the "customer stated product malfunctioned during procedure." The customer did report was patient injury.

Manufacturer narrative:
The investigation of this issue is not complete. A supplemental MDR will be submitted with investigation results.

Event description:
The customer allege the, "customer stated product malfunctioned during procedure." The customer did report was patient injury.